Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that on june 15, 2025, nurses rounding the ward, found that the patient micro pump was alarming. Nurses checked the appearance of the patient's peripherally cannulated central venous catheter without damage. The nurse checked the return of flushing fluid back to the pump without return blood but also cannot be pushed forward. The nurse then replaced the peripherally cannulated central venous catheter accessories, back to the pump there is return blood, peripheral cannulation of central venous catheter fluent. The incident did not cause harm to the patient. No further information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-04989.